Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged syringe end block. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged syringe end block. The device was returned unrepaired at the customer's request. A follow-up MDR will be submitted if additional information is obtained.